Event description:
It was reported that when the ventilator was turned on and placed on the pt, the caregiver noted no chest movement. The ventilator displayed reset/reset1. This was cleared but still no breaths were delivered. The pt was changed back to the other ventilator and the ltv was turned off. When the circuit was changed and it was turned back on, the ventilator worked. No allegations of ventilator malfunction causing pt harm.